Event description:
The vent shut down without alarming while on ac power. The on/standby button was pressed and unit powered back up and started functioning okay. After about 30 minutes unit went into power lost while on ac. No patient harm.